Event description:
Customer's nurse reported via phone call that the insulin pump alarmed no delivery. During the time that the nurse was attempting to change the cannula, the insulin pump was stuck in the prime and rewind sequence. Customer stated that the fill tubing process did not complete and the insulin pump kept alarming no delivery. Through troubleshooting customer was explained that the alarm may have been caused by a set or reservoir occlusion. Customer was advised to do a complete set change. Customer stated that they did not wish to continue troubleshooting. Customer's blood glucose reading at the time of the call was 103 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.